Event description:
Country of complaint: (B)(6). Thread detached from needle.

Manufacturer narrative:
Mfg site eval: no samples available. There are no previous complaints of this code batch. There are no units in OEM stock. Without any closed sample a complete investigation can not be performed. Review the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: without samples we are not in position of study if the affected product does not fulfill the specifications. In consequence, a proper analysis cannot be done. Corrective/ preventive actions: not applicable.